Event description:
The "filling" alarm sounded from the pump and the iab would not inflate. Event complications: unk - rpt'd 9/12/97; none - rpt'd 10/10/97. Pt current status: pt. Expired on 8/28/97.

Manufacturer narrative:
Evaluation: under water leak testing disclosed a leak in the catheter tubing. Under microscopy, a square edged penetration was seen at the leak site. Probable cause of difficulty: the physical evidence indicates that the source of the balloon leak was a penetration of the catheter tubing probably caused by contact with a sharp edged object. The catheter tubing damage may have occurred prior to or during balloon insertion.